Event description:
The event involved a chemosafelock bag spike where a foreign material was reported. Use of actual sample was before use to the patient. The set was not contaminated with blood or body fluid. There was no reported impact of event on patient and medical institution worker. Based on the sample evaluation, they were not able to identify any irregular physical properties that suggest the possibility of manufacture-origin. Hence, they determined not to request any investigation. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Manufacturer narrative:
The complaint of foreign matter on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.